Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as to date the lens remains implanted. Initial reporter phone number: (B)(6). To date the lens remains implanted; therefore it is not returning for evaluation. A failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e 17.0 diopter intraocular lens was implanted in the patient's left eye (os) on (B)(6) 2009. Post-operatively, the patient's vision got worse, the lens opacified, and the patient's intraocular pressure (iop) was 12 mmhg. It was also reported that the patient had corneal ulcer 2-3 years ago. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).